Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information received: we could not read what is written in the medical report due to the lack of clarity of the letter, could you kindly send us the text referring to this part? A: medical report: patient dg underwent gastroplasty with no complications during surgery, after 24 hours she presented an episode of enterorrhagia and after 36hs and two more episodes of enterorrhagia, required blood transfusion (4 units). Probable site of bleeding in the tissue of the entero-entero anastomosis. It was the only time there was no hemostasis. What was the date the incident was seen after surgery? A: (B)(6) 2019, 24 hours after surgery. We would like to know if the patient involved: had any serious and / or permanent damage? A: no, he presented the bleeding and received 4 bags of blood; had to be hospitalized or had to be hospitalized for a long time due to a product problem? A: he was on medical observation at the hospital during post-surgery; is well? A: patient is well. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Were there any difficulties experienced with device during procedure? Were any staple formation issues noted? Does the surgeon routinely wait 15 seconds prior to firing? Were any hemostasis issues noted during procedure? What diagnostic tests were done to identify the bleeding? Was the site of the bleeding identified? What is the current patient status?

Event description:
It was reported that the surgeon requested through a medical report an explanation because the patient presented bleeding in the entero-entero staple line. It was necessary to intervene with 4 bags of blood post-surgically. There was no need for a surgical intervention.